Manufacturer narrative:
D2 - the exact identity of the device is unknown. The common device name and procode selected are based on the description provided by the customer: d2a - common device name: additional names: fge stents, drains and dilators for the biliary ducts; gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - procode: additional product codes: fge, gbo, lje. E3 - occupation: acting nurse manager. E1 - (B)(6). H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an unknown cook pigtail drainage catheter separated. The device was in place in an unknown patient for at least two months. During attempted removal, the catheter was released and uncoiled as normal. When the catheter was pulled from the patient, the material covering the suture separated but was attached to the suture at the tip. The separation was described as "degloving". The suture was pulled, and the device was removed from the patient. It was noted that no additional information regarding the event can be provided. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation: it was reported that an unknown cook pigtail drainage catheter separated. The device was in place in an unknown patient for at least two months. During the attempted removal, the catheter was released and uncoiled as normal. When the catheter was pulled from the patient, the material covering the suture separated but was attached to the suture at the tip. The separation was described as "degloving". The suture was pulled, and the device was removed from the patient. It was noted that no additional information regarding the event can be provided. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are currently in place to prevent the release of non-conforming products related to the reported failure mode. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Product labeling review: the current instructions for use [IFU__multi2_rev1] states the following: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned, and the results of the investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible that the catheter experienced force or tension over time while in the patient leading to an eventual break, but this cannot be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.